Event description:
It was reported that the atrial lead was returned to the manufacturer after being explanted because the patient was in chronic atrial fibrillation for years. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant products: 6949 lead, (B)(6) 1996; d314trg ICD, (B)(6) 2013; 5071-53 lead, (B)(6) 2005. (B)(4).